Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device exchange procedure for normal battery depletion, the physician was unable to remove the ventricular lead from the head. A bone cutter was used to break the header. A new device was successfully implanted. The patient was stable throughout.